Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral rupture. The ruptures were noticed during explantation on (B)(6) 2019. The patient underwent removal and replacement with mentor memorygel breast implants 175cc, catalog number: 3501751bc, serial number: (B)(4), lot number: (B)(4) (l) and serial number: (B)(4), lot number: (B)(4) (r). This report is for the second of two devices.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample some creases were observed in the anterior and posterior view. Leak testing was performed and it revealed two tears within crease , the tear a was noted in the posterior view and the tear b in the anterior view, measuring approximately 0.2 cm and 0.3 cm respectively. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).